Event description:
It was reported the patient has fallen on numerous occasions. The patient feels the ipg may have moved in the pocket. It was also reported the patient is experiencing pain and discomfort at the ipg site. The patient has not used the scs system since a year and a half ago. As a result, the charger can no longer communicated with the ipg. A new charger was sent to the patient to help resolve the issue, but was unsuccessful. The patient plans to schedule an appointment with her doctor for further troubleshooting.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.